Event description:
Doctor was performing a lap chole when he had difficulties dissecting base of gall bladder; around the same time, the jaw of grasper broke off in the pt. Dr searched, but could not find the broken jaw. Due to combination of situations; dr was not making progress removing the gall bladder coupled with the fact that broken piece could not be found, he decided at that time to terminate the lap chole and switch to a open cholestectomy so he could complete the procedure to remove the gall bladder and at the same time remove the foreign object. He was successful in both efforts; he removed gall bladder and broken piece. There was no adverse impact on pt.